Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter tip was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: report that several catheters in this batch have manufacturing defects: twisted plastic tips with the result that it is impossible to prick patients.

Event description:
It was reported that the catheter tip was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: report that several catheters in this batch have manufacturing defects: twisted plastic tips with the result that it is impossible to prick patients.

Manufacturer narrative:
H.6 investigation summary: no samples displaying the condition reported were available for examination. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10